Event description:
It was reported that stent migration occurred. Vascular access was obtained via right and left femoral artery. The 90% stenosed de novo eccentric 60-70mm x 90mm target lesion was located in the non-tortuous and non-calcified bilateral femoral vein. Following predilatation with a 14 x 4/4.75cm xxl balloon catheter, a 100cm wallstent® endoprosthesis stent was advanced and deployed towards he lesion. No issues were encountered upon deploying the stent. However, prior to post dilatation, the stent was displaced. The procedure was completed by implanting another stent using the overlapping technique. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).